Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation due to chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction in 1998 with an unspecified mentor saline breast prosthesis on the left side, suffered deflation after a car accident. As a result, the patient underwent implant explantation back in 2004.